Event description:
A drainage stent placed in a pt for treatment migrated up into the common bile duct and imbedded in the ampulla. The physician placed a second drainage stent in the pt. The outcome was reported as successful and the pt's condition was reported as fine.